Event description:
Pt had corneal decompensation over the past year and pseudophakic bullous keratopathy, left eye. It is not known if the corneal decompensation resulted from the iol. The iol was explanted and replaced with a posterior chamber iol. A corneal graft was also done.